Manufacturer narrative:
Telephone number: (B)(6). Device evaluation: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaint was received from this po number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a haptic defect. The intraocular lens (iol) was explanted and a new iol of the same model and diopter was implanted. No further details received.